Event description:
An event was reported as tubing felt out after cyto. Spontaneous de-connection of tubing. Chemo just finished and fortunately, there were only a few drops of cyto (epirubicin) present in the tubing, which fell on the ground and not on the skin/face of nurse. The investigation summary reported stated - to this complaint we did not receive a sample but several pictures for investigation. The complaint reason was a separation of tube from blue safety clamp. Using the received pictures we could comprehend the complaint reason but unfortunately we could not determine the exact root cause. According to our production facility this error was most likely caused due to the inattention of the worker during the assembly process who did not inserted the tube deep enough into the connection side. Therefore we will perform a re-training of the affected personnel to avoid this error in future. Without the batch number we were unfortunately not able to check any retain samples or production documents.